Manufacturer narrative:
The device in question was investigated by dräger service. In the course of the investigation, a fault was detected in the pcb control. After replacing the pcb, a complete functional test was carried out with the device in which no fault was found. The pcb and the logbook were made available to the manufacturer for a detailed analysis. The logbook entries showed that the device logged the error "pcb control: flash error" four times on (B)(6) 2019. The error could not be reproduced in a test of the pcb in a laboratory device. Based on these results, we conclude that the reported event was caused by a sporadic electronic fault on the pcb controller. If this error occurs, the oxylog 3000plus stops the ventilation function and generates a visual and audible alarm. In this case, the instructions for use stipulate that an alternative ventilation option must be kept available. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that while resuscitating a patient the oxylog 3000plus stopped operation and displayed "technical failure" after short time. After switching the device off and on again, the same problem occurred again. No injury resulting from this event was reported.